Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a patient¿s hemodialysis (hd) treatment was completed early. The patient¿s treatment was set for 3 hours but ended after 2 hours 50 minutes as it was suspected that the ultrafiltration (uf) goad was reached. The patient completed treatment with no adverse reactions, complaints, or injuries. No medical intervention was required. The machine was removed from service following the event for further evaluation by the on-site biomed. The biomed upgraded the function board software. There were no further issues reported with the machine functionality. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. There was no on-site evaluation of the unit performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.